Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -8.5/1.5/167 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.